Event description:
Perigee implant needle pulled off mesh as needle was pushed through tissue. Additional device utilized to secure mesh to new needle. Procedure completed without additional intervention. Device given to company rep.